Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a peak blood glucose of 380 mg/dl over approximately four hours, suspected to be related to an infusion site issue that improved after the site and cannula were changed, and no device alerts or alarms were reported. Symptoms included no acute clinical effects. Outcomes included no professional medical intervention, no hospitalization, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the cause of the hyperglycemia was unclear, though blood glucose levels began to decline after replacing the infusion set. It was concluded that the event was user-reported hyperglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.